Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: multiple samples were returned to bd for inspection. Two of the (B)(4) samples were confirmed for cracked female luers. Conclusion: an absolute root cause for this incident cannot be determined. Refer to CAPA (B)(4).

Event description:
It was reported that the push button blood collection set, 7 inch tubing, w/luer adapter, 25 gauge hub was cracked. No injury or medical intervention reported.